Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2010; 407645 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a histologist for disposal with no information. Information identified in the manufacture¿s database indicated the patient died approximately 10 months post implant of the ipg system, approximately 2.5 years ago.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as (B)(4), 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.